Manufacturer narrative:
Initial reporter: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. (B)(4). However, during initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and patient status was good.